Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that for past several months the arrow buttons are not responding as "normal". The patient stated that the keypad presses are intermittently unresponsive, delayed or the display scrolls through numbers or screens when pressed. At the time of troubleshooting, the patient denied any visible damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/12/2012 with the following findings: contamination under button contacts. Investigation revealed no damage to the keypad. The arrow buttons respond to presses intermittently; all other buttons respond to presses appropriately. The keypad was removed and adhesive contamination was found under all the button contacts. Unrelated to this complaint, the display screen was found to be dim; setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly.